Event description:
After preparing according to the instructions for use, a lot of resistance was felt during advancement of the enterprise vrd through the prowler select plus 150/5 cm, up to the point that the stent could not be pushed forward anymore. The enterprise/microcatheter system was exchanged for a neuroform system. No further clinical or procedural information has been obtained. The products were received stuck together for analysis.

Manufacturer narrative:
A non-sterile prowler select plus was received coiled inside of a plastic bag. An enterprise was received stuck inside of microcatheter. The enterprise stent was exposed 3mm from the microcatheter distal tip. Compressed sections were found on the microcatheter. An attempt was made to remove the enterprise, but it was stuck. A y connector was attached to the microcatheter hub. The ID of the microcatheter was measured and was found within specification. The stent was inspected under microscope and no damages were observed; however, saline solution and blood residues were observed over the struts. An attempt was made to pull the enterprise back inside the microcatheter; however it was not be possible since the residues on the stent impeded movement through the inner lumen of the microcatheter. The enterprise remained stuck on distal body. The stent was pulled off and after that the enterprise delivery wire could be removed from the microcatheter. After removal of the enterprise system a cordis enterprise lab sample was inserted into the microcatheter and it could be advanced until the distal section of the microcatheter at which point some friction was experienced when the enterprise passed through the compressed sections. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13350125 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported resistance encountered during advancement of the enterprise vrd through the prowler select plus 150/5 cm microcatheter was confirmed. During the functional testing it was caused by the dried residues on the stent and the compressed areas of the microcatheter. The cause of the compressed sections found on the microcatheter could not be conclusively determined; however, these do not appear to be related to the manufacturing of the device. Inspections are in place to prevent these types of damages from leaving the facility. In addition, the microcatheter would have been positioned at the target site over a guidewire followed by removal of the guidewire and insertion of the enterprise; there was no reported resistance with the guidewire. It is possible that procedural/clinical factors contributed to the event; however, based on the limited procedural information and the analysis of the returned devices, no conclusion can be made regarding the event. There is no indication that it is related to the device design or manufacturing process; therefore, no corrective actions will be taken at this time. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01416197 which corresponds to cordis enterprise lot 13471776. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non-sterile enterprise was received in a plastic bag. The enterprise was found inside a prowler select plus microcatheter. The enterprise stent was exposed 3mm from the microcatheter distal tip. A y-connector was also received, attached to the hub of the microcatheter. The microcatheter was found compressed and the enterprise presented no damages. Foreign material was found on the exposed end of the stent/coil. It appears that such material impeded the enterprise system from being retrieved from the microcatheter. The device was then put into hot water and the enterprise could be retrieved from the microcatheter. Foreign material was observed on the distal ends of the stent and the coil. After the enterprise system was retrieved from the microcatheter, the stent was expanded and it presented no damages. Using a lab sample introducer, and the received enterprise delivery wire (with no stent mounted) and the received microcatheter, a functional analysis was performed with favorable results, since no impediment was experienced while advancing the enterprise delivery wire through the microcatheter. The unit was sent to an x-ray analysis in order to identify the foreign material. X-ray analysis was performed and the results indicated that the light colored deposited material was composed of carbon, oxygen, silicon, calcium, tin and chlorine. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 60 to 100% tin. Root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results and investigation, the contamination / corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. The enterprise stent was confirmed to be stuck in the microcatheter; however, based on the available procedural information and the analysis of the returned device, no conclusion can be made regarding the cause of the intra-procedural event. With review of the available information, the analysis of the returned devices, and the device history record review, there is no indication that it is related to the manufacturing process; therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2010-00069 and 1058196-2010-00068.